Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly found an internal leak. The leakage was due to an internal tear, which diverted the intended path of the fluid. The location of the tear measured 0.638" from the nail head. Due to the internal leak, the exposed portion of the soft cannula could not be tested to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 260 mg/dl while wearing the pod longer than 48 hours. As treatment the patient removed the pod.